Event description:
On (B)(6) 2012, the patient had a refill appointment with the healthcare provider. At the time of refill, the expected residual volume (erv) was 14ml, however the provider was unable to aspirate anything out of the pump, so the actual residual volume was 0ml. The pump was then refilled with 40ml of medication. On (B)(6) 2012 when the provider checked volumes after the overdose event, the expected residual volume was 38.9, however the actual residual volume aspirated only 33ml. It was believed then by the provider that the pump was malfunctioning and transferring the medication to the patient too fast . A rotor test was performed on (B)(6) 2012 and the results were normal. The provider performed a dye test and no catheter leak was found. When the provider performed additional volume tests, there was a "gap of more than 25%" in the erv and arv after drawing the drug out of the reservoir twice. The provider then took all of the drug out of the pump, rinsed, and filled the pump with saline. It was reported on (B)(6) 2012 that patient was being treated with fentanyl patches and was completely "withdrawn from the intrathecal" pump medication. The patient was discharged from the hospital as of (B)(6) 2012. The medications in the pump were fentanyl and bupivacaine. The pump remained in the patient with saline only, and it was still undecided if it would be explanted. Follow-up information was requested, however still unavailable at the time of the report.

Event description:
Additional information was reported that when the patient presented with overdose symptoms on (B)(6) 2012. The patient was hospitalized, "ventilated, with lack of consciousness".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).